Event description:
The shock impedance has trended >150 ohms since (B)(6) 2025. Other lead trends appeared stable and within normal range. The patient will be brought in for a lead evaluation. Lead remains implanted. No adverse events reported.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.